Event description:
Avsola infusion did not infuse into patient and pump did not alarm that it was not infusing. Serial number not available for pump manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter) ongoing.